Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had been experiencing symptoms. The patient is dependent. The patient¿s health care professional (hcp) ran a manual auto capture threshold test and it did not verify the loss of capture noted in the electrogram (egm). The hcp also noted an alert to check the right ventricular (rv) lead. Boston scientific technical services was contacted for troubleshooting. It was discussed that the device had been operating in suspension for 4 consecutive days which caused the rv alert. Technical services discussed further programming optimization options. The hcp programmed a fixed output. The ambulatory threshold test delivers a back-up pace on every beat which explains why the patient was never syncopal. There have been no additional adverse patient effects. The device remains in service.